Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event(s) of peritonitis. The cause of the event(s) is currently unknown; therefore, causality cannot be established. However, individuals undergoing pd therapy are at high risk for developing infections of the peritoneum. Limited additional information precludes an extensive and meaningful investigation. Based on the totality of the information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the event(s). While there is no allegation of a product(s) or device(s) malfunction; the lack of product/device availability for manufacturer evaluation, and the absence of detailed follow-up. There is insufficient evidence to disassociate the liberty select cycler or liberty cycler set from the event(s). Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for approximately one year, was diagnosed with peritonitis on approximately (B)(6) 2019. During the call, the patient reported she had recovered from the event. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) revealed the patient is non-compliant, however specifics were not provided. Subsequent attempts to obtain additional information have thus far proven unsuccessful, and to date, the manufacturer did not receive the patient¿s liberty select cycler or liberty cycler set for evaluation.